Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that after opening this right ventricular (rv) lead from its box, the physician thought the lead may have had a fracture near the distal tip. The rv lead was never implanted or in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite attempts, this right ventricular (rv) lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--